Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and embolism are known observed and potential patient effects as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that a 7-10x30 rx acculink stent was implanted in the moderately calcified, right internal carotid artery for treatment of a de novo lesion. Pre-stenosis was 85%, post-stenosis was 20%. Following the procedure same day, the patient experienced right hand numbness and blurry vision. Small acute embolic stroke was diagnosed. Treatment consisted of hospital stay and administration of phenylephrine. The patient was discharged home two days post procedure and the condition resolved without sequela (B)(6) 2013. No additional information was provide.